Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was out of order and was in need of inspection and refurbishment. The generator has not been received into service. There was no patient involvement.

Manufacturer narrative:
Product analysis: at analysis the device failed its incoming testing and it was noted that its battery contacts were strongly bent and very dirty, that its cover bails were broken, its ring bent and the release battery door was worn. All defective parts were replaced and all other identified issues were resolved. The device passed all final testing and was deemed to conform to specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.